Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 02-jan-2023. H6: investigation summary: multiple samples were provided to our quality team for investigation. Through visual inspection, the sealing cord is observed to be properly formed. Two unit packages show damage from attempting to separate. When performing separation, it was noted to be difficult. It was identified that the pre-cutting of the blisters was not complete, making is difficult to separate the packages. A device history review was performed for reported lot 2210024, no deviations or non-conformances related to this issue were identified during the manufacturing process. During packaging, after the blisters are sealed, cutters cut the packaging, creating the dotted line to allow for smooth separation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While our device records established all quality procedures were carried out without issue, it was determined this incident occurred due to the incorrect cutting during the packaging process.

Event description:
It was reported that the perforation on the bd plastipak¿ hypodermic luer-lok¿ syringe packaging units was poor. The following information was provided by the initial reporter: "our complaint is about the packaging. The perforation between the syringes is not good and this means that the syringes are "difficult" to tear apart and it happens that I tear holes in the packaging of individual syringes when I want to split them apart."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the perforation on the bd plastipak¿ hypodermic luer-lok¿ syringe packaging units was poor. The following information was provided by the initial reporter: "our complaint is about the packaging. The perforation between the syringes is not good and this means that the syringes are "difficult" to tear apart and it happens that I tear holes in the packaging of individual syringes when I want to split them apart."